Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The customer has indicated that the device was operating to specification and that they will not be sending in the device to zoll medical corporation at this time.